Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas requesting assistance with lowering her basal rates. Reportedly, after she returned home from a 2 weeks stay in the hospital for non-diabetes related issue, her morning blood glucose has been low between 29-49 mg/dl. At the time of concern, she was able to administer self treatment with juice and food. She has an appointment with her hcp this week and wanted to lower her basal rate until her doctor recommends otherwise. During troubleshooting, the animas representative noted the am and pm was not programmed correctly on the insulin pump. Other than that, the animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported due to the alleged incorrect programming of the time and because the patient had low blood glucose reading below 40 mg/dl while on insulin pump therapy.